Event description:
Customer reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to use the tandem mobi wall adapter instead of a third-party adapter and to keep the pump plugged in for at least 30 minutes. Despite these steps, the pump did not begin charging, and the customer stated they would call back later for further assistance. Follow-up attempts made cts unable to reach customer.